Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review for a patient who was admitted with dizziness. The customer was concerned for pump function and if the patient had suction events. The event file captured 1 isolated low flow flag on (B)(6) 2025 at 9:22:34 which did not persist long enough to trigger a low flow alarm. It was noted that the log file cannot be used to determine if a patient was having suction events. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment operated as intended.

Manufacturer narrative:
Correction: h6 corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files captured the pump operating as intended. No notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.